Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the blades would not cut or coagulate when handpiece was activated. Another device was used to complete the case. There was no consequence to the patient. 01/24/2001 message from rep. The hp052 was the only device that was being reported in this event.